Manufacturer narrative:
(B)(6). (B)(4). Post market vigilance (pmv) led an evaluation of one handle opened by the account. No visual abnormalities were noted. A functional evaluation revealed an open trace on the bldc board was responsible for the reported condition. The observed failure was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. A product enhancement has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: the battery had been inserted and the handle calibrated constantly. There was no reload connected. A manual handle was used instead.